Event description:
It was reported that the drill broke during drilling, with no effect on patient or user. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - drill. Reported event was confirmed as visual examination of the returned product/provided pictures identified that the drill bit has fractured within the cutting feature of the device. The cutting edges and drill point show wear & tear that indicates repeated use during a potential field age greater than 3 years. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.